Manufacturer narrative:
(B)(4). The device was returned for analysis. An anterior needle tip to cuff disengagement was able to be confirmed. In addition, analysis found one anterior cuff tab was detached and not returned with the device. Cuff tabs measure one one-hundredth of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: amplaz; sheath: 6.5f, 7f, 18f; heparin. The device has been received. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was completed with two proglide devices, using a pre-close technique, via a 6.5 f sheath prior to an endovascular aortic repair (evar) procedure. The sheath was upsized to 18f and the evar procedure was completed. Reportedly, as the proglide sutures were being tightened, one suture failed. The sutures of the one pre-placed proglide device and the sutures of an additional proglide device were used to achieve hemostasis. Pressure was held for 10 minutes. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.